Event description:
Covidien received info stating that the 840 ventilator generated error codes that rendered it into an inoperable state. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the breath delivery unit (bdu) central processing unit (cpu). The user facility reported to have replaced the bdu cpu. The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien reference: (B)(4).